Manufacturer narrative:
Concomitant medical device: 500ml hospira bag ndc 0409-7983-03, lot 70-706-fw, exp (B)(6) 2018, 0.9% sodium chloride injection; therapy date (B)(6) 2016. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported the nurse was administrating an IV push adrimaycin 99.6 mg(49.8mg of 99.9mg equals 24.9ml of 49.8ml/2mg/ml) with free flowing normal saline primary tubing with a chux below y site connection the line was connected to patient¿s mediport .at the end of the first syringe administration a drop of adriamycin was noted on the chux .the primary line was clamped and disconnected from the patient and returned to pharmacy. The second of two adriamycin syringes was given with new primary tubing.

Manufacturer narrative:
The customer¿s report of tubing leak was not confirmed. Visual and functional testing had no leaks occur near the syringe connection or anywhere else throughout the set. Pressure testing also found no anomalies with the returned set. The root cause of the tubing leak was not identified.